Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided pricing for sample test kits via email on 05/03/2023. As of the date of this report, there has been no response to the recommendation.

Event description:
Upon inspection of the internal components/tank, our technician walter sotomayor identified potential contamination with unit (B)(4) and notified john. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Based on our findings, epidemiology recommends performing heterotrophic plate count (hpc) testing on the impacted unit(s) to provide a quantitative assessment of water quality.